Manufacturer narrative:
Contact no.:(B)(6). Zip code:(B)(6).

Event description:
It was reported to philips that the device could not be turned on. Device was in clinical use but no reported adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.